Event description:
It was reported that customer¿s pump displayed continuous glucose monitor error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not experience repeat of the error after reset, and successfully started new sensor session; no additional information was received regarding any further outcome.